Manufacturer narrative:
Device evaluation by manufacturer: the returned device was visually examined to reveal no initial abnormalities. Functional testing of the returned device found no functional abnormalities. During the five-minute freeze test, an ice ball of sufficient size was formed. There was no frost present on the needle shaft during or after this test. No other issues were noted during the functional testing.

Event description:
It was reported that frost occurred on the needle shaft. An iceforce 2.1 cx 90 degree needle was selected for a cryoablation procedure to treat renal cell carcinoma. During the test phase, however, frost was observed on the needle shaft. The needle was exchanged for another device to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported that frost occurred on the needle shaft. An iceforce 2.1 cx 90 degree needle was selected for a cryoablation procedure to treat renal cell carcinoma. During the test phase, however, frost was observed on the needle shaft. The needle was exchanged for another device to complete the procedure. There were no patient complications as a result of this event.